Event description:
The reporter indicated that a 12.6mm vticm12.6 implantable collamer lens of -18/3.5/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to pupil block with elevated iop, angle closure with elevated iop, unreactive (fixed) pupil, and iris atrophy. Cause of the event is the device. The reporter stated that the lens was, "oversized." The problem is not resolved. Reportedly, "explanted icl, awaiting pupil dilation to resolve before re-implanting."

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Work order search found no similar complaints. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6: health effect- clinical code: 4582- angle closure; iris atrophy; unreactive (fixed) pupil. Additional data: b5: it was later reported "the lens was not replaced." Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "vticm 12.6" should be corrected to "vticmo 12.6" claim# (B)(4).